Manufacturer narrative:
Baxter received and evaluated the device.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported white screen which was not reproduced. The white screen was verified through a visual inspection of the liquid crystal display (lcd) which found the flex was not seated properly. The lcd was reinstalled to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. There was no patient involvement. No additional information is available.